Event description:
Patient had bilateral mastectomies for high risk of breast cancer, brca2 positive. Patient was to have bilateral breast implants at the same time but did not due to left flap concerns. She had an immediate breast reconstruction with prepectoral placement of implant on the right side. She did not have post-op issue until just before hospitalization when she developed signs & symptoms on the right implant site. Wound cultures were taken which grew serratia liquefaciens. The patient underwent surgery to removed the implant and alloderm used.